Manufacturer narrative:
Device evaluated by manufacturer: the device was visually examined and it showed no damage. Functional analysis was done by completing the setup procedure and performing aspiration testing of the device. Test results showed that this device did not perform as designed per the test procedure specification withdrawing 6ml of fluid in the 1 minute time frame. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that there was a loss of aspiration. A 2.1mm jetstream xc catheter was selected for use for an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, the physician felt that aspiration was not functioning properly and removed the device. The device was re-primed, flushed, placed back in, but it had the same issue. The device was replaced and the procedure was completed with a new 2.1mm jetstream xc catheter. There were no patient complications reported.